Event description:
It was reported the patient had a return of tremor. A few months prior to this report the patient fell and they have had CT scans. The patient was unable to increase stimulation above 0.0v. The manufacturing representative did not know when the last time the implantable neurostimulator (ins) was interrogated or when the patient had a return of tremor. The patient believed the ins was programmed to 0v. The patient had been unable to get a hold of their healthcare professional. The manufacturing representative stated the patient had a loss of efficacy which was unrelated to stimulation therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, the event will be updated.

Manufacturer narrative:
(B)(4)